Manufacturer narrative:
According to the facility on (B)(6) 2023 "the patient had sediment and cloudiness noted in their urine and upon removal of the catheter sediment was noted at the tip". Per the facility the catheter was in place "approximately 26 hours at the time of noted leaking around the catheter and a fewer hours before significant drop in measured urine output". Per the facility there was no issues noted during catheter insertion and 10ml's were used to inflate the catheter balloon. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 "the patient had sediment and cloudiness noted in their urine and upon removal of the catheter sediment was noted at the tip".